Event description:
A nurse reported that the system experienced footswitch issues prior to surgical procedures. When the footswitch is depressed it is causing an electrical short. There was no patient involved. The surgeon used a backup system to perform surgical procedures.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).